Event description:
It was reported that a device was used during an unknown procedure. It was reported by the rep that the hand piece gave a constant tone during case when used with a lcsc5. The case was completed with another hp052. There was no patient consequence.